Event description:
It was reported that the patient's IPG is moving in its pocket following the patient's weight loss. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: Event date is estimated.